Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the alarm on the pump did not work. The patient stated that he had never heard the pump alarm and it¿s ¿gone off several times¿. When the patient was asked how he knew that an alarm occurred the patient stated he knows because he had been in the period where it set to go off when he has a couple of days left and hasn't heard anything. The patient currently did not have a healthcare provider and was seeking a new healthcare provider. Additional information was received from a consumer (con), a healthcare professional (hcp) and a manufacturer¿s representative (rep). It was reported that the maids in the patient¿s hotel room threw out the paperwork he had just received with locations of possible new healthcare provider options. Patient requested to be told the information again. A hcp requested a rep read the patient¿s pump to get the drug info and settings as the pump was currently empty. A rep reported that the patient was in the hospital with an empty pump. The logs reported that the pump was empty on (B)(6) 2016. The patient experienced some withdrawal symptoms and issue with his heart rate and body aches. The patient recently relocated and was unable to find a physician that will support the pump therapy. The pump was alarming but the patient did not hear it. The rep reviewed the options of silencing the alarm, filling the pump with saline at 1mg/ml and programming the pump at the old volume delivered of 0.302ml/day or lower being that the patient had been without drug for several days and the rep believed the patient was being given supplemental pain medication. If the pump would be filled with saline the remaining drug delivery would be approximately 39 hours (assuming same rate as programmed). The rep was to review options with hcps at hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2017 reported previously reported injuries from being burned in a house fire. The patient also repeated the report of the pump alarm. The patient's weight at time of event was unknown. No further complications were reported/anticipated.

Event description:
Additional information received from the consumer reported they had previously spend 5 months in the hospital due to being in a fire and had 3rd degree burns. The patient noted he moved and went to the hospital to get his pump refilled. The patient stated they admitted him and did everything but refill the pump. The patient noted the critical alarm went off, and they let the pump go empty. The patient noted ¿the alarm shouldn¿t have been going off; there should have been enough for a couple weeks.¿ the patient stated that happened in (B)(6) 2016. The patient stated when they finally put medication into the pump, they only let him have access to 66% of the normal dose because he was off it for so long. The patient stated they said for him to come back in 1 month for a 15% boost. The patient stated he was calling the manufacturer because he wanted the medication in his pump to be increased because he¿d been ¿in a lot of pain for 2 months¿. The patient stated the hcp said he wouldn¿t see him because ¿of the trouble¿ he caused. The patient stated he had an appointment with an hcp on (B)(6) 2017, but that was a month away. The patient noted ¿these are the people that are representing your product out there¿. The patient stated he was going to call a few places and disconnected. The patient didn¿t know the first name of the hcp from (B)(6) 2016. The pump contained dilaudid with an unknown concentration and dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had been in the hospital for 21 days or more and the hospital stay was not related to the pump. It was thought that the pump had been dry for about 2 months now. They wanted to fill the pump and go from there. It was unknown if there were any active alarms. It was unknown what drug the patient had in the pump. They were going to use a clinician programmer to check the pump logs and go from there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.